Event description:
The patient received her scs system including an ipg and leads on (B)(6) 2007. It was reported that the leads pulled out of the ipg. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to ans for analysis. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passes all functional testing including lead retention testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records.(B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.